Event description:
It was reported that the pt experienced an overstimulation sensation while in recovery from the trial system being implanted. The pt was discharged from the hospital with the device off. When the pt went to turn the device on, they experienced a shocking sensation. The pt was at home. Further information is being requested from the hcp.